Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The customer declined service. The pathologist feels this is sample related. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A (B)(6) advia centaur (B)(6) result was obtained for a patient sample. The results for all previous draws were negative. The result was reported as (B)(6). The pt was redrawn and the sample was tested. The results were negative. The original patient sample that was (B)(6) was tested again and the results were negative. Another patient sample that was (B)(6) and confirmed (B)(6), was retested and the result was (B)(6). A redraw was obtained and the result was negative. The negative result was reported out. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.